Event description:
MDR 1020279-2013-00029 was filed in error due to no revision surgery being performed.

Manufacturer narrative:
MDR 1020279-2013-00029 was filed in error due to no revision surgery being performed.

Event description:
It was reported a revision surgery was performed.